Manufacturer narrative:
On 24th feb 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based in initial escalation analysis, a sensor replacement was approved due to system performance. An RMA was issued for the sensor for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection and functional testing did not reveal any anomalies. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the in vivo raw sensor data showed optical instability, potentially related to the in vivo state of the sensor hydrogel. This transient optical instability likely contributed to the observed inaccuracies. B4.date of this report 23 may 2025. G3.date received by the manufacturer? 23 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 24, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.